Manufacturer narrative:
Manufacturing site evaluation: there is no product available for analysis. Investigation: no investigation could be performed. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot 52518963 at hand. Conclusion and root cause the root cause for the problem is most likely usage and / or patient related. Rationale: without an instrument for analysis at hand, a definitive root cause cannot be determined. Because the caiman system is validated and the device history record without deviations, we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). Choice of the wrong parameter (standard / plus-mode). Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with - caiman disp.instr.non articul.d:5/360mm. It was reported that "the caiman presented normal function of cut and seal during the beginning of the procedure. However, after 30 minutes of the surgery, the tweezer did not keep the sealing and started to bleed in the local. The product was replaced and in the end of the procedure, the problem occurred again." We have an additional medical intervention during the surgery. The adverse event filed under aag reference (B)(4).